Manufacturer narrative:
No contact information was provided. No serial number or part number was provided.

Event description:
It was reported that while using a cadd® cadd-legacy® pca pump, the pump was turning on and off sporadically and sometimes showing high pressure message. Unable to troubleshoot. The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. Remodulin 12 nkm, 52ml/24hr, IV.